Event description:
It was reported that, "the arthrodesis nail and target device did not line up as specified." There was no adverse consequence to the patient.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.